Event description:
Epidural catheter was placed, patient continued to be uncomfortable (no pain relief); inspection of catheter revealed leaking from the catheter. Manufacturer response for catheter, (brand not provided) (per site reporter): took description of problem, issued rga number, sent return kit.